Event description:
Caller reported an occlusion alarm that could not be verified in the pump history. Despite experiencing repeated occlusion events, there was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing the infusion set and cartridge, then resumed insulin usage. Technical support requested a follow-up to provide additional assistance.